Manufacturer narrative:
Initial.

Event description:
It was reported that the pump was not charging due to a charger issue, consistent with a charging problem involving the battery charger; the user¿s family performed basic checks, observed no liquid in the pump, verified function using an alternate cord, and a replacement charger was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.